Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerpicc catheter hub is confirmed but the exact cause remains unknown. One photo sample of a 5 fr dl powerpicc catheter was provided for evaluation. The proximal section of the catheter tubing and molded winged hub is being shown. A fracture in the proximal half of the molded winged hub is visible. The fracture surface appears to be rough and uneven. The conditions during handling and use are unknown. Based on the information provided, possible contributing factors include mechanical damage during handling and exposure to incompatible chemical cleaning solvents. Since a break in the catheter hub was observed in the image provided, the complaint is confirmed; however, the exact factors leading to the break remain unknown.

Event description:
It was reported by the customer that during chemo medication it was seen power PICC 5fr dl lumen cap is broken. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that during chemo medication it was seen power PICC 5fr dl lumen cap is broken. No patient injury was reported.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer that during chemo medication it was seen power PICC 5fr dl lumen cap is broken. No patient injury was reported.